Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A medwatch report was received indicating a patient's bilateral dissatisfaction with outcome of lasik treatment. Report indicates the patient has experienced multiple photic eye symptoms, pain, floaters/flashes, vitreous detachment, corneal epithelial ingrowth, trouble driving at night and depression with thoughts of suicide. The report additionally indicated the patient was seen by other doctors for second opinions. No additional information is expected. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
No investigation can be performed as there is no information available or expected that enables the investigator to find any root cause for the described problems. No root cause and no actions can be defined. (B)(4).